Event description:
The customer reported a precharge failure error which prevented the system from booting up. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator driver printed circuit board was identified as being faulty. The customer refused to allow ge service to repair the unit, therefore no further repair information is available.